Event description:
It was reported that during a laparoscopic gastric bypass procedure, when they fired at the first firing, the firing trigger did not go back to starting position. The jaws did not open fully. The reload was reloaded properly, they heard the click. When the jaws loosened from the tissue, they saw that the instrument started the stapling sequence. The stapler had stapled approximately 1 1/2 cm. The consequence for the patient is that they must remove a bit of the "left out" stomach. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2010. Interrupted firing. Evaluation summary: the analysis results found that the ets45 device was received in good visual condition and with a 6r45b reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without difficulties. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.